Event description:
Was reported to boston scientific that a urology zipwire hydrophilic guidewire was used during a placement of a port-a-cath procedure done on (B)(6) 2014. According to the complainant, during the procedure, the physician used a bioflo port kit by angiodynamics to attempt placing the port-a-cath in the left subclavian vein, but was unable to advance the guidewire. He then attempted a right subclavian approach as well as a right internal jugular approach using a zipwire hydrophilic guidewire. Difficulty was experienced in advancing the guidewire to the right superior vena cava; using the right subclavian approach. He did succeed advancing the guidewire using the right internal jugular approach. Post-operative chest x-ray showed that at the expected location of the right subclavian vein, a linear metallic structure is present. The guidewires from both the port-a-cath tray and the zipwire were inspected and appeared intact. The physician discussed the finding with the patient and determined it was not from the guidewires used in the procedure and sent him home. The patient ultimately had a CT scan and then an interventional radiology procedure performed at another facility to remove the foreign body. The object was a 10cm, black, soft, thin material that matched the zipwire hydrophilic guidewire. It was reported there was no patient harm. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.¿

Manufacturer narrative:
Visual analysis revealed a 10.35cm long portion of the polymer jacket material was cut from the body of the device, exposing the metallic core wire substrate 2.75 ¿ 12.70cm from the distal tip and a large radius bend over the distal 8cm. The specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, wet and unaided. After allowing it to dry out, the visual and tactile appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be worn and abraded with dried blood-like material imbedded within the hydrophilic coating, consistent with that of a clinically used device. Except where noted, the specimen device appears visually and dimensionally correct. The complaint was confirmed. The damage appears consistent with manipulation within an introducer needle. Procedure or clinical factors may have impacted on the event as reported. As per the event info it is mentioned that the zipwire was used for subclavian port insertion. However, this zipwire is intended for the placement of urological instruments. This could have contributed to the reported complaint event. Therefore most probable root cause is "operational context".

Event description:
It was reported to boston scientific that a urology zipwire hydrophilic guidewire was used during a placement of a port-a-cath procedure done on (B)(6), 2014. According to the complainant, during the procedure, the physician used a bioflo port kit by angiodynamics to attempt placing the port-a-cath in the left subclavian vein, but was unable to advance the guidewire. He then attempted a right subclavian approach as well as a right internal jugular approach using a zipwire hydrophilic guidewire. Difficulty was experienced in advancing the guidewire to the right superior vena cava; using the right subclavian approach. He did succeed advancing the guidewire using the right internal jugular approach. Post-operative chest x-ray showed that at the expected location of the right subclavian vein, a linear metallic structure is present. The guidewires from both the port-a-cath tray and the zipwire were inspected and appeared intact. The physician discussed the finding with the patient and determined it was not from the guidewires used in the procedure and sent him home. The patient ultimately had a CT scan and then an interventional radiology procedure performed at another facility to remove the foreign body. The object was a 10cm, black, soft, thin material that matched the zipwire hydrophilic guidewire. It was reported there was no patient harm. Additionally, the directions for use indicate "the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) guidewire peeled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a urology zipwire hydrophilic guidewire was used during a placement of a port-a-cath procedure done on (B)(6) 2014. According to the complainant, during the procedure, the physician used a bioflo port kit by angiodynamics to attempt placing the port-a-cath in the left subclavian vein, but was unable to advance the guidewire. He then attempted a right subclavian approach as well as a right internal jugular approach using a zipwire hydrophilic guidewire. Difficulty was experienced in advancing the guidewire to the right superior vena cava; using the right subclavian approach. He did succeed advancing the guidewire using the right internal jugular approach. Post-operative chest x-ray showed that at the expected location of the right subclavian vein, a linear metallic structure is present. The guidewires from both the port-a-cath tray and the zipwire were inspected and appeared intact. The physician discussed the finding with the patient and determined it was not from the guidewires used in the procedure and sent him home. The patient ultimately had a CT scan and then an interventional radiology procedure performed at another facility to remove the foreign body. The object was a 10cm, black, soft, thin material that matched the zipwire hydrophilic guidewire. It was reported there was no patient harm. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.¿